Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had no delivery alarms on the insulin pump during bolus/fixed prime. Customer was told that the insulin pump was working as designed. Customer's father feels unsafe and requested a replacement pump because alarm occurred frequently during last time. Customer was asked to return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump functioned properly during prime, excessive no delivery and displacement tests. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip.